Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: non-olympus power switch was mounted when the third party repaired, which was damaged and could not turn on. The spare lamp was surmised to be taken off when the third party repaired. No manufacturer record was found on the subject device that was manufactured more than 15 years ago.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint was confirmed. During evaluation power switch was found damaged and was as a non-olympus type. In addition, physical damage was noted on the unit¿s top cover damaged, deformed with the handle broken off. Also, rear panel and bottom chassis deformed. One foot broken off & missing from the unit¿s bottom. The unit¿s front panel and bottom were damaged and cracked. The air pressure was found low due to faulty air pump unit. The spare was missing on the left door. The unit¿s connector socket and joints were found worn out. The most likely cause of the physical damage is user mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center for was informed during maintenance the unit¿s power switch was noted to be broken and there was physical damage to its housing. There was no patient involvement.